Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced nausea and vomiting and a high blood glucose (bg) level ranging from 360-380 mg/dl. Customer's son contacted support and during troubleshooting, an altitude alarm was found to have occurred. While troubleshooting this event, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer's son removed the o-ring and successfully loaded the cartridge to address this event, and also cleaned the speaker holes and cleared the altitude alarm. Customer's daughter transported the customer to the emergency room (ER) for the high bg. A correction bolus via the pump was delivered to address bg. During ER visit, customer was found to have trace ketones, but was not treated at ER as bg value had lowered sufficiently after the bolus. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer stated they would consult with a healthcare provider regarding diabetes management.